Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing on the lead was observed. The patient was fine. The lead remains implanted. No further information is available at this time.